Manufacturer narrative:
Follow-up #1 05/02/2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during the investigation, the pump battery compartment was observed to be cracked below the bumper pad. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed on (B)(6) 2016.